Manufacturer narrative:
Correction UDI now provided. A medtronic representative, following up with the site, reported that there was a 5-10 minute delay to the procedure due to this issue.

Manufacturer narrative:
On 09/22/2016 a medtronic representative performed an imaging system check-out, all areas passed. Trouble-shooting revealed that connection between mobile view station (mvs) and image acquisition system (ias) had become compromised. Replaced mvs interconnection cable. Issue resolved. System performed as intended.

Event description:
A site biomed representative reported, on 09/21/201, that the site's imaging system would not boot properly for a spinal fusion procedure on (B)(6) 2016. The imaging system was re-booted and normal function was restored. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome.